Event description:
A customer contacted beckman coulter inc. (Bec) in regards to sporadically obtaining elevated troponin (accutni) results above the acute myocardial infarction (ami) cut-off for one (1) patient generated by two (2) different unicel dxi 600 access immunoassay systems (serial #s (B)(4)) over the course of several days ((B)(6) 2011). This report documents the results obtained on (B)(6) 2011 and on the dxi 600 instrument serial # (B)(4). The erroneous results were reported out of the laboratory. The customer has performed alternate method testing on one of the patient samples that produced an elevated access accutni result and this testing produced discordant results, within the normal reference range of the alternate method. The results provided by the customer are shown in this report. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per the customer complaint record, the patient samples were collected in serum and plasma sample tubes. Centrifugation information was not provided. Qc was performing within the customer's established ranges on the date of the event. System check data has not been supplied to date for this event. The customer sent the patient's sample to customer product line support (cpls) for investigational testing. The cpls testing confirmed the presence of patient sample sourced interference. Service was not dispatched for this event as the customer is not questioning the performance of the instrument. Patient sample sourced interference is the root cause of this event. This report is related to the following mdrs that are being reported on different dates and on different instruments for the similar event that occurred at this customer site: dxi 600 serial # (B)(4) (same instrument documented in this report); 2122870-2012-00021, 2122870-2012-00022, 2122870-2012-00023, 2122870-2012-00024, 2122870-2012-00025, 2122870-2012-00026. Dxi 600 serial # (B)(4): 2122870-2012-00028.